Event description:
Prior to implant, tested charge time and lthere was a large voltage depletion (2.63v). The device was not implanted. The device was returned still in the box and there was no patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies were found.